Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd micro-fine¿ pro pen needles cannula broke off. The following information was provided by the initial reporter: when checking the products, the hospital staff found that the needle npe was bent in some products and broken in the other products.

Event description:
It was reported that 8 bd micro-fine¿ pro pen needles cannula broke off. The following information was provided by the initial reporter: when checking the products, the hospital staff found that the needle npe was bent in some products and broken in the other products.

Manufacturer narrative:
H6: investigation summary twenty one open 32g x 4 mm pen needle samples and four photos were returned from lot. No. 2060475, cat. No. 320559. Visual examination was carried out on all twenty one samples and photos and a bent non patient end of cannula was observed on thirteen samples and a broken non patient end of cannula was observed on the remaining eight samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.